Event description:
A cracked pump screen and a battery that did not always charge were reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer declined a follow-up from cts, and no further information regarding the outcome was provided.